Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Although healthcare provider told it appeared to be an allergic reaction, however, end user was treated initially for a fungal infection therefore case is reported as serious injury. No product malfunction was noted. Decrease in wear time is a consequence of the damaged skin, therefore, code for decrease in wear time has not selected. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that there was no leakage when the issue started, and no product defect or malfunction was identified. The consumer reported in march that she had developed reddened skin, which gradually worsened and became bright red and weepy, resembling a burn. Initially, she was diagnosed with a yeast/fungal infection and given oral fluconazole (dose unknown), but there was no improvement. The condition worsened, leading her to urgent care, where a bacterial infection was suspected, and she was sent to the emergency room. There, it was diagnosed as a fungal infection again, and she was prescribed oral ketoconazole 200 mg (two hundred milligram) daily, which she took for approximately six weeks without much improvement. Hospitalization was not necessary. She continued to use the product despite the issues. Current medications prior to the event were not provided. She returned to her healthcare provider on 05 june 2025 and was told it appeared to be an allergic reaction. No patch testing was conducted. She stated that the entire area under the wafer (both mass and tape collar) was red and extended beyond the margins. She used protective barrier wipes before applying the product to her skin. She experienced poor wear time due to the irritated skin. She tried different brands but found that none worked, so she returned to using that product. The consumer was not affected by a recent product discontinuation or change. She had used the product for over a year and was exclusively using it when the issue started but had since tried many different products. No photo was available.